Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported needle clog during injection. She stated that the pen jammed after a few units were dispensed. Consumer also reported that the non-patient end needle was broken off when she removed the hub from the pen. This issue involves one pen needle. Consumer does not re-use. Consumer mentioned that sometimes she is rushing while attaching the needles, and as a result, the non patient end bends. However, this is the first incident of the needle breaking off. Consumer refused replacement. Lot #: 4093088, catalog #: 320550, date of event: unknown, samples: available.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h4.